Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a battery/power issue with the adc device in which they indicated the device does not charge anymore. The customer was unable to use device to monitor glucose and experienced symptom of sweating and required treatment of sugar provided by mother. There was no report of death or permanent injury associated with this event.